Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not see drips of insulin coming through the infusion set tubing across multiple cartridges. No reported adverse impact to the customer's blood glucose. Reportedly, the customer was holding the pump upside down. Technical support advised the customer to hold pump right side up and insulin began to flow properly.